Event description:
It was reported an issue with monoplus suture. The client (veterinarian) reported that the spool was opened on (B)(6) 2026. The thread keeps breaking during knotting. Several surgeons have used the spool, and all provided the same feedback.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k031216. Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received an open cassette (without aluminium bag) for analysis. The date of cassette's opening is written in the cassette: 02 april 2026. The suture was being used within the 4 months period after opening, which is correct. To evaluate the conformity of this cassette, we performed the following test: - knot pull tensile strength results conducted on the open sample received (10 values) is 3.61 kgf in average and 3.33 in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). These values are in the usual range for this thread and size. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Knot pull tensile strength results conducted on samples before releasing the product were 3.55 kgf in average and 3.18 kgf in minimum and fulfilled ep requirements: 2.73 kgf in average and 1.37 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the cassette received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.